Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-aug-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system main drawer 2.2 failed and spring was broken. A field service engineer found that drawer 2.2 was not closing properly due to a bent bearing cage. The engineer removed the broken cage and confirmed that the drawer could open and close correctly. The engineer then removed the cubie pockets from drawers 2.2 and 2.1, removed the defective drawer module, installed a new drawer module, reinstalled the cubie pockets, and tested the drawers to ensure proper operation to resolve the issue. Additionally, the engineer inspected all the drawers for missing slide bumpers and replaced missing slide bumpers. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer was failed. The customer stated that they managed to get the medication from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.